Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error at startup. It was indicated that the main printed circuit board (pcb) was out of specification. It was also indicated that the output connectors and hanger assembly were broken. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The status of the epg is unknown. There was no patient involvement.